Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon catheter was used for pre-dilatation and during the first inflation, the balloon ruptured at 12 atm. Another company's drug eluting stent was implanted and the procedure was completed. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4): results - a conclusive root cause could not be determined for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the balloon and inflation lumen and on the balloon. There was contrast on the balloon, outer member and hypotube. The balloon was returned loosely folded. There were two bends on the hypotube 37 cm and 60.5cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of the longitudinal rupture on the balloon. The rupture was located 6 mm proximal to the distal balloon marker and extending distally for a length of 2 mm. There were no scratches noted on the balloon. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and analysis of the returned product. Functional testing revealed a longitudinal rupture in the balloon 6mm proximal to the distal balloon marker for a length of 2 mm. There were no scratches noted to the balloon. The product was sent to scanning electron microscopy (sem) for further analysis. The analysis determined that the rupture may be attributed to exposure conditions or a material/processing discrepancy initiating along the inner surface. Longitudinal lines and partial tearing was observed on the inner surface. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. Reportedly, the lesion was 90% stenosed, which may have contributed to the reported balloon rupture. In this case, a conclusive cause for the reported balloon rupture could not be determined. Analysis noted two bends in the hypotube. Since, this damage was not reported in the incident information, the bends may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture; however, a conclusive cause could not be determined. The mfg records were reviewed and did not reveal any non-conformances associated with this lot and all lot release testing met specification. This MDR is considered closed by the product performance group.